Event description:
It was reported that during an open low anterior resection, the knife did not return to the home position after the 2nd firing. The knife was retuned with the knife reverse switch and the jaws were opened. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.